Manufacturer narrative:
Continued: h.6. F2203 visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Additional observations: device patch with lot number 2615032 and catalog number tsf-365g.

Event description:
The device has been explanted.

Event description:
Patient reported left side rupture, "fluid is seen within the intervening spaces", "may represent silicone uptake within lymph nodes... These correspond to palpable lumps", "felt lump.. Pea sized", "two echogenic foci outside the capsule". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture, "fluid is seen within the intervening spaces", "may represent silicone uptake within lymph nodes. These correspond to palpable lumps", "felt lump. Pea sized", "two echogenic foci outside the capsule". The device has been explanted.

Event description:
Patient reported left side side rupture, "fluid is seen within the intervening spaces", "may represent silicone uptake within lymph nodes... These correspond to palpable lumps", "felt lump.. Pea sized", "two echogenic foci outside the capsule". The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and silicone migration.

Event description:
Patient reported left side side rupture, "fluid is seen within the intervening spaces", "may represent silicone uptake within lymph nodes... These correspond to palpable lumps", "felt lump. Pea sized", "two echogenic foci outside the capsule". The device remains implanted.